Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported during the patient's permanent implant procedure, after the scs lead was placed in the epidural space, neuro-monitoring readings were "unfavorable". As a result, the procedure was abandoned.

Event description:
Additional information received identified that once the scs lead was removed, neuro-monitoring readings normalized. It was also noted that the medical team thinks the unfavorable neuro-monitoring readings may have been false readings. Additionally, it was reported the patient was "fine" post-operative.